Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the ophthalmic laser probe would not go through the ophthalmic trocars. The surgery was completed with alternative ophthalmic probe. Procedure details and patient impact have not been provided. Additional information has been requested; none has been received till date.

Event description:
Additional information received indicated that the event occurred during vitrectomy surgery.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Correction corrected information is provided in section b.5. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe (lp) was returned for testing on this investigation. Specific product identifiers (lot number, batch number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for ¿complaints reported against this lot/batch number¿ cannot be performed as the lot/batch number is unknown. The laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed the cable fiber was cut, the radio frequency identification (rfid) tag was detached, and foreign material on the cannula. A fit check was performed with a trocar, revealing resistance. However, it remains inconclusive how or when the foreign material was deposited on the cannula or how the cable fiber and rfid became damaged. The root cause of the reported event is attributed to foreign material on the cannula. However, it remains inconclusive how or when the foreign material was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).